Event description:
Facility reported an internal blood leak (20th use). Estimated blood loss 50cc. No medical intervention. They have installed an incoming pressure gauge which is set at 40 psi and does go as high as 50 psi. The sample is available for examination. Medwatch filed on the blood loss.